Manufacturer narrative:
It was reported that the patient was experiencing power switching events and status light was ever yellow while connected to battery charger. Various analyses were conducted and reviewed to evaluate the performance of the device in relation to the reported event. Analysis of the battery revealed that the devices met specifications; the battery passed visual examination and functional testing. An attempt was made to replicate the issue by manipulating the battery's connection to a controller during the analysis of the unit. Results revealed that the electrical connection between the battery and controller was stable. In addition, the battery charger would display a green light when the battery is fully charged. As a result, the reported event of status light ever yellow could not be confirmed or duplicated during failure analysis. Log file analysis revealed that the controller contained the smr software. The software upgrade contains a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log files revealed several premature power switching events that were due to momentary disconnections involving (B)(4). The most likely root cause of the reported event can be attributed to momentary disconnections between the controller and battery. Heartware has opened an internal investigation to address momentary disconnection. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include information and outlines the steps to keep spare, fully charged batteries and controllers available at all times. Also stated in IFU is that the system has multiple power sources available (ac adapter, dc adapter, and batteries). The steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site that the patient reported 1 episode of power switching despite the battery was fully charged. Then the "status" light on the battery charger was yellow. Battery was stated to have been replaced. It was further stated that there was no effect on patient. No additional information available.